Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient noted "solution under door" of the homechoice machine. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the report.